Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide of the distal end is severely dented, the universal cord (uc) sheath is severely broken. Based on the results of the investigation, it is likely the following led to the malfunction: error e216: this event is caused by interrupted communications with the endoscope. However, a root cause could not be identified, as the event was not reproduced during the service inspection and no other anomalies were identified. The light guide of the distal end is severely dented: this event is caused by a component failure of the light guide. The cause of severe dented light guide failure could not be determined. The uc sheath is severely broken: this event is caused by a component failure of the uc sheath. The cause of broken uc sheath failure could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had an error 216. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.